Manufacturer narrative:
The customer replaced the reagent pack which resolved the issue. The investigation determined the issue was with the specific reagent pack.

Manufacturer narrative:
The customer suspected the reagent was not in a temperature-controlled environment during shipment and dropped below the allowable temperature. The investigation is ongoing.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas pro c 503 analytical unit serial number (B)(4). The customer estimated 500 patient results had to be corrected. One representative example was provided of an original result of 6.9% and a repeat result of 5.2%. The questionable results were reported outside of the laboratory. The repeat results were beloved corrected. One surgery was canceled and a medication not needed was ordered but not used.